Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2008-02149. Clinical trial. It was reported that 104 days following a coronary artery stenting procedure, the pt developed in-stent restenosis. The pt presented for initial treatment with an acute myocardial infarction. The de novo target lesion was located in the mid rca (right coronary artery) measuring 4x18 mm with 100% stenosis, mild tortuosity, and mild calcification. The lesion was predilated and treated with two overlapping express bare metal stents measuring 4.0x12 mm and 3.5x24 mm. The pt returned with chest pain and ischemia 104 days following the index procedure. Restenosis between the two stents was found and a reintervention was performed. The event was resolved one day post procedure. The investigator assessed this event as probably related to the devices.